Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 39 indicating an insulin shaft encoder failure that persisted after multiple restarts, and a replacement device was arranged while the user¿s blood glucose remained unaffected. Symptoms included no reported hypoglycemia or hyperglycemia and no other physiological effects. Outcomes included continued cgm use with dexcom without medical intervention. The device was returned for investigation. Preliminary investigation of this case revealed a device malfunction consistent with an insulin delivery mechanism encoder failure, for which the device was replaced. The mainboard was removed to install into reference components; however, the issue persisted with a new motor and drive train. During troubleshooting in the reference parts, it was noticed that the motor was able to move when the u1 host processor chip was pressed. This indicated a potential issue with the solder joints beneath the host chip. The complaint was confirmed and determined to be the result of intermittent communication to the host processor.